Event description:
Boston scientific received information that during the implant procedure, difficulty was encountered implanting this atrial lead. The helix could not be positioned appropriately. Despite several attempts, increased threshold and impedance measurements were obtained. It was thought this was due to the patient's myocardiopathy. A decision was made to replace this lead. The lead was removed, replaced and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.